Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a lap assisted hemicolectomy procedure the surgeon was using a double staple line technique and everything went well during the procedure, within an hour of the surgery the pt was observed to have profuse bleeding at the suture line and then it stopped. At this time pt has not returned to surgery nor given any units of blood. Pt is reported to be stable. One device was discarded.